Event description:
The customer ran blood glucose tests on 2 contour next link meters and received readings of 107 and 43mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were not expected to be returned. New strips and meter were sent to the customer.